Event description:
Caller reported a malfunction on the pump. There was no reported impact to the customer¿s blood glucose level. Customer received assistance from technical support to reset the pump, and the malfunction did not recur. Customer was advised to call back if the issue happened again and was cleared to continue using the pump.